Manufacturer narrative:
The device is not available for return. The investigation of this event is ongoing.

Event description:
A retailer reported that a consumer experienced corneal inflammation in the left eye after wearing their contact lens for approximately two months. The consumer visited an ophthalmologist and was diagnosed with bacterial keratitis. Unknown antibiotics were prescribed. The inflammation has resolved, however a very large corneal scar will remain.

Manufacturer narrative:
A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.